Manufacturer narrative:
The pump passed the active current measurement and self-test. Successfully downloaded the trace and history files using thump. No blank display noted. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Battery cycle 6.0 received the lowbatteryalert (104) on 08/29/2025 17:58:00 after more than 7 days at 13.1 days. Battery cycle 5.0 received the lowbatteryalert (104) on 08/16/2025 12:51:00 after more than 7 days at 10.19 days. Battery cycle 3.0 received the lowbatteryalert (104) on 08/06/2025 08:05:01 after more than 7 days at 10.92 days. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. The following were noted during visual inspection: moisture damage to electronic assemblies, corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. The sc1 cap/reservoir does lock properly. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board and pcb2 board. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss not confirmed. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. No blank display noted during analysis, blank display not confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a power loss alarm and had a blank display. The customer reports being unable to pair the transmitter with the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the power loss alarm, and the customer was not able to clear the alarm. Troubleshooting was performed for the blank display, and the display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. Troubleshooting was performed for the unable to pair device, and the customer reports the pump is not able to pair with other devices. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.